Event description:
It was reported that the left side of the lower display screen on the external pulse generator was missing its image. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that parts of the liquid crystal display were missing its image and it was attributed to missing pixels. Analysis also found that the lower case and one side bail cover were broken and that the battery contacts were compressed. All found defective parts were replaced. (B)(4)